Manufacturer narrative:
The device is not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records and complaint history records for this device lot number could not be reviewed. A review of the device labeling was completed. Elevated iop, decreased/impaired vision and stent malposition are identified in the labeling as known inherent risks of trabecular micro-bypass stent/cataract procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that following cataract plus trabecular micro bypass stent system procedure, the patient presented one (1) week post-op with increased iop associated with blurred vision, and the patient complained of pain. Upon further examination, the surgeon observed that one of the stents was malpositioned- "positioned in the ciliary body". The patient was reported being on three (3) to four (4) medications, and the surgeon plans to monitor the patient through follow-ups. Per report, the angle is open. The surgeon suspects that the cause is due to a steroid response. Additional information is being requested.

Event description:
Through follow-up, the surgeon provided the following additional information. Reportedly, the positioning of the stent in the patient¿s right eye did not result in adverse event and was being monitored. According to the surgeon steroid response and retained viscoelastic primarily contributed to iop increase, which was treated with additional medications. The prognosis was reported as still on ¿one more medication than pre-op with bcva at 20/25 and iop at 15 mm hg¿.

Manufacturer narrative:
MFR# reference: (B)(4).